Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor internal wires were exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section : h6- corrected to " frayed material" the device was returned to the factory for evaluation on 12/29/2020. An investigation was conducted on 01/22/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The connector collar was observed to be pulled back from the adaptor, exposing the wires inside the adaptor. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material frayed" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor internal wires were exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.